Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot#: hg3n6n4, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via device manufacturer representative regarding a patient receiving morphine (2 mg at .09) via an implantable infusion pump. It was reported that the refill port was unable to be accessed so surgery was performed to move a flipped pump from the patient's abdomen to the patient's back. The catheter was found to be broken and there was over 300 ml of fluid in pocket. The catheter was replaced with a 8784 segment.